Manufacturer narrative:
(B)(4). A potential cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a connection issue and subsequently made a use error causing a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be that the transfer set disconnected. It was not specified where the disconnection occurred. Subsequently, the patient reconnected the transfer set and continued with therapy. The following day, the patient experienced cloudy pd effluent and abdominal pain as manifestations of the peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with oral cipro (ciprofloxacin, dose, frequency not reported) taken at home. On an unreported date, the patient was treated with vancomycin and ceftazidime (dose, frequency and route not reported). The outcome of the peritonitis event was not reported. On an unreported date the patient was to be re-educated on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.